Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -8.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2023 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm), mild cataract. Claim# (B)(4).

Manufacturer narrative:
Return date: (B)(6) 2024 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).